Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) voltage level upon receipt. Analysis of device image indicated that device has reached eri due to normal usage. Further analysis performed revealed no anomaly. Additionally, a longevity assessment was performed, and implant duration exceeds total projected longevity which indicated normal battery depletion.

Event description:
It was reported that the device showed premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.